Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The first set she used, she received a no delivery alarm. The blood glucose reading was 198 mg/dl. The customer declined troubleshooting.